Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a stent fracture occurred. Patient (B)(6) was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on same day. Target lesion #1 was located in the right leg mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii c lesion. Target lesion #1 was treated with pre-dilatation and placement of a 7.0x150mm study stent. Following post-dilatation, residual stenosis was 20%. (B)(6) 2017, the patient was being seen for the 12 month check up visit and it was observed on x-ray that the 7.0x150mm study stent had several small strut fractures. The patient did not receive additional treatment and no patient complications were reported.